Manufacturer narrative:
Medical device problem code 2017 clarifier: failure to follow steps/instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 16f sheath hole prior to an iliac aneurysm interventional procedure. Reportedly, there was no knot present [unraveled] with two proglide devices. The sutures of two prostyle devices were successfully pre-placed. The interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. A compression bandage was also used as per physician preference. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.